Event description:
The dynaflex device was removed from the pt, reason not indicated. An ipp device was implanted. Co has requested add'l info. Info received on 1/7/97 indicates reason as inadequate rigidigy.